Manufacturer narrative:
The investigation for the reported delivery and removal issues has been completed. The pump and guidewire were not returned. The cause of the delivery issue was patient condition related due to pump unable to cross bioprosthetic valve. The cause of the product damage (guidewire) issue- peripheral vessels was not determined since product was not returned and due to insufficient clinical information. B1-should be product problem only instead of adverse event. D4-corrected model number. F6/f8 should have been left blank. G1 reporting contract e-mail corrected. H1-type of reportable event corrected to product problem.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 78-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant was attempting to deliver a cp to support a patient with savr history and low ef, as well as as (aortic stenosis). The aortic valve was stenotic of such a degree that the pump could not deliver across to the lv (left ventricle). The pump delivery was aborted and the md made choice to explant the wire also, but it would not exit the sheath. The team had to obtain contralateral leg access and snare the product out of the patient.